Event description:
Related to 748781. The hospital reported error on the diathermy forceps of the vasoview hemopro 2. A photo was provided that shows forceps material twisted bent.

Manufacturer narrative:
Trackwise ID 739929 the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported error on the diathermy forceps of the vasoview hemopro 2 during the procedure. A photo was provided that shows forceps material twisted bent.

Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot from the base of the hot jaw with detachment of the heater wire at the tip of the hot jaw. No other visual defects were observed in the photograph. Based on the non-return of the device as well as the photographic inspection, the reported failure "material twisted/bent wire" was confirmed. The lot # 25163443 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.